Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos (general processor operating system) cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.